Event description:
Info received from customer on (B)(6) 2011 indicates that a posterior capsule tear was noted upon inserting the iol into the left eye. According to the info received, the incision was enlarged to remove the iol and anterior vitrectomy was performed. Another li61ao lens of same diopter power was placed in the sulcus and sutures were used to close the incision. According to the info received, the pt status is good with no further treatment. Please reference MDR #: 1119279-2011-00086.

Manufacturer narrative:
The customer indicated that the lens sustained damage when it was removed from the pt's eye. Visual inspection of the returned lens found both haptics bent. Due to the observed damage, functional testing could not be performed. The delivery device was not returned. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.